Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level, value was not provided. In addition, it was reported that customer experienced air bubbles. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.